Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: acetabular dome hole plug; cat# 2060-0000-1; lot# mkka3r. Gap plate screws; cat# 2080-0015; lot# mkk44h. Gap plate screws; cat# 2080-0020; lot# mkeknh. Gap plate screws; cat# 2080-0020; lot# mkhh6j. Gap plate screws; cat# 2080-0025; lot# mka5rm. Gap plate screws; cat# 2080-0025; lot# mkjp14. Trident 0 deg insert 40mm; cat# 623-00-40e; lot# mkn951. V40 cocr lfit head 40mm/+0; cat# 6260-9-140; lot# mkjt8m. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device evaluated by manufacturer? Not returned.

Event description:
This pi is for the revision of the patient's hip in or after (B)(6) 2014 [removal of primary implants except rejuvenate modular stem and neck]. Event as per form: in reporting a revision of the patient's hip on (B)(6) 2020, it was discovered that the patient's original shell, screws, dome hole plug, liner, and femoral head were revised to another femoral head and competitor acetabular components. Reason and date of the revision are unknown but based on the release date of the implanted femoral head, surgery would have taken place in or after (B)(6) 2014. Rep confirmed that no further information will be released by the hospital or surgeon.